Event description:
It was reported that this electrode exhibited a high out-of-range shock impedance measurement during in-clinic follow up. Technical services (ts) was consulted and provided troubleshooting options. No adverse patient effects were reported. This product remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited a high out-of-range shock impedance measurement during in-clinic follow up. Technical services (ts) was consulted and provided troubleshooting options. No adverse patient effects were reported. This product remains in service.